Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant: medical products- part: 00630505036 name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 62355278, part: unknown head, part: unknown stem, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, catalog # 00223200418, lot # 62381341, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, catalog # 00223200418, lot # 62381341, bone scr 6.5x20 self-tap, catalog # 00625006520, lot # 62382568, bone scr 6.5x20 self-tap, catalog # 00625006520, lot # 62358305, bone scr 6.5x25 self-tap, catalog # 00625006525, lot # 62337828, bone scr 6.5x30 self-tap, catalog # 00625006530, lot # 62377244, bone scr 6.5x30 self-tap, catalog # 00625006530, lot # 62337833, bone scr 6.5x40 self-tap, catalog # 00625006540, lot # 62326367. Reported event was confirmed through receipt of operative notes and x-rays. Device history record could not be reviewed as lot number is unknown. Medical records follow up notes from (B)(6) 2017 indicates that patient underwent left hip replacement in 1998, left hip initial revision on (B)(6) 2008. Patient received diagnostic and therapeutic left sacro-iloac joint injection of anesthetic and/or under fluoroscopic guidance (B)(6) do on (B)(6) 2014 and (B)(6) 2014. However the reason for injections is unknown and it is unknown if the secondary revision contributed to reported event or not. The follow up notes also advises that she has a poor host environment and mechanical failure occured because of inadequate bilogic fixation. Failure of acetabular revision with medialization of the cup. No visualized fracture of the implants or screws. Radiograph review noted: x-rays of the left hip dated (B)(6) 2013 demonstrate loosening and marked protrusio of left total hip arthroplasty acetabular cup. The acetabular cup exhibits excessive lateral angle of inclination (approximately 60°) and excessive anteversion. X-rays of the left hip dated (B)(6) 2013 demonstrate revision left total hip arthroplasty with the acetabulum augmented by bone graft, mildly steep acetabular cup lateral angle of inclination and mildly steep anteversion. Valgus position of the femoral stem is similar to prior exam. General bone quality appears osteopenic on all x-rays reviewed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient received an injection approximately seventeen (17) months following a left total hip arthroplasty revision.

Manufacturer narrative:
(B)(6). Concomitant products: part: 00620205220 name: shell porous with multi holes 52 mm lot: 62330920; part: 00630505036 name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 62355278; part: unknown head. The investigation is still in process. Once the investigation is complete, a follow-up MDR will be complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04444, 0001822565-2017-04445, 0001822565-2017-04446.

Event description:
It was reported that a patient received an injection approximately 6 years post initial implantation due to unknown reasons.